Event description:
Patient had an mdm hip that dislocated. The polyethylene liner and inner metal head then became dissociated while still inside the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation as a result of malposition involving a trident shell was reported. The event was confirmed. The device was not returned for analysis. Medical records received and evaluation. A review of the provided information by a clinical consultant indicated that. CT-scan section confirms an intra-prosthetic dislocation of the poly liner. Principal root cause of failure thus was cup malposition leading to impingement and dislocation. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The investigation concluded that cause of the event was due to cup malposition with the instability probably further aggravated by a procedure-related effect of capsular laxity early after previous revision surgery. There is no indication that the reported event was device related. No further investigation is possible at this time.

Event description:
Patient had an mdm hip that dislocated. The polyethylene liner and inner metal head then became dissociated while still inside the patient.